Manufacturer narrative:
Section b3: event date is estimated. Section d: during processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Section h4: device manufacture date is unknown. The event of ipg eol was reported to abbott. The ipg was explanted and replaced due to patient¿s ipg reaching end of life. The patient¿s therapy was restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.